Manufacturer narrative:
The cause for the discordant advia centaur xp hcv result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) limitation section states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. (B)(4)."

Event description:
(B)(6) advia centaur xp hcv results were obtained on a patient sample. The patient sample was tested on two other alternate methods and the results were (B)(6). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv results.